Manufacturer narrative:
The reported event occurred on a cobas e411 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. The root cause was attributed to a sample-specific discrepancy. It was noted that the elecsys hiv combi pt and elecsys hiv duo assays use different assay components, which may contribute to discrepant results. Both assays have a sensitivity and specificity of less than 100%, and false results may occur. The customer was advised to follow confirmatory testing algorithms, including western blot and hiv rna tests, as outlined in the product's method sheet. The case was closed without further action.

Event description:
The initial reporter alleged discrepant results for one patient sample tested with elecsys hiv assays. The elecsys hiv combi pt assay generated reactive results of 1.38 coi, 1.44 coi, and 1.45 coi on the cobas e411 analyzer. The elecsys hiv duo assay, performed at a different laboratory on a cobas e801 analyzer, generated a non-reactive result. The cut-off for both assays is 1.0 coi. No confirmatory testing, such as polymerase chain reaction (pcr) or western blot, was performed. The results were not further resolved.